Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump had minor scratched display window, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the insulin pump alarmed during the manual prime and shut off. Troubleshooting performed. The device was not dropped or bumped prior to the alarm occurring. Customer reported that the drive support cap was sticking out. Customer was advised to discontinue use of the device and to revert to back up plan. Blood glucose level was 112 mg/dl. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.